Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?

Event description:
It was reported that during a video assisted thoracoscopic (vats) lobectomy procedure, it was the fourth fire with the powered 45. No issues on pa, pv, or bronchus. The green reload was used to complete the fissure. The staple line was incomplete on patient side for 5mm. It appeared the staples did not discard the deck and tissue was captured between staples and the deck. The surgeon had to free the tissue by cutting the tissue free with scissors. Fortunately one staple line was intact, but the surgeon was concerned with a leak. There did not appear to be any patient consequences. The surgeon used progel over staple line to complete the case.